Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system unable to synchronize the data. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or delay reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to synchronize the station. A technical support specialist (tss) confirmed that when tried to perform full synchronization, the powershell script was giving error as the d drive was missing. Then the field service engineer (fse) reinstalled the 1.7.4 again, after that the tss were able to perform full synchronization. Then the tss manually activated the essential security against evolving threats (eset) by following knowledge article of " es 1.7.x + datasync 2.0" and enabled credential manager. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system unable to synchronized the data. The customer reported that this malfunction occurred because of the data base synchronization failure. There were no adverse events or delay reported based on this event.